Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing recurrence of severe urinary incontinence. A tomography was done and a loss of volume of the pressure regulating balloon (prb) was evidenced, this is suspected to be the cause of the mechanical issues and the activation problems presented by the device. A replacement surgery was recommended by the physician. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) is experiencing recurrence of severe urinary incontinence. A tomography was done and a loss of volume of the pressure regulating balloon (prb) was evidenced, this is suspected to be the cause of the mechanical issues and the activation problems presented by the device. A replacement surgery was performed in which all components were removed and replaced. No additional patient complications were reported.